Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon of the foley catheter was not deflating. This has happened multiple times.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect balloon design (balloon wall thickness excessive). However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: 1. Wash hands and don clean gloves. 2. Using proper aseptic technique open outer csr wrap. 3. Place under pad beneath patient, plastic/shiny side down. 4. Use the provided cleansing wipe to cleanse patient¿s peri-urethral area. 5. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel. 6. Don sterile gloves. 7. Position fenestrated drape on patient. 8. Remove top tray and place next to bottom tray (keep on csr wrap). 9. Attach the water filled syringe to the inflation port. Note: it is not necessary to pre-test the foley catheter balloon. 10. Remove foley catheter from wrap and lubricate catheter. 11. Prepare patient with packet of pre-saturated antiseptic swab sticks. 12. Proceed with catheterization in usual manner. When catheter tip has entered bladder, urine will be visible in the drainage tube. Insert catheter. 13. Inflate catheter balloon using sterile water and fill with recommended volume as referenced on product label. 14. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck 15. Secure the foley catheter to the patient use the statlock foley stabilization device if provided (see statlock foley stabilization device IFU) note: please make sure patient is appropriate for use of statlock stabilization device. 16. Position hanger on bed rail at the foot of the bed note: exercise care to keep bag off the floor 17. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked 18. Indicate time and date of catheter insertion on provided labels. Place designated labels on patient chart and drainage system. 19.document procedure according to hospital protocol. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon of the foley catheter was not deflating. This has happened multiple times.